Event description:
It was reported that during use with bd nexiva¿ dual port with q-syte IV catheter the needle went through the catheter during introduction. The following information was provided by the initial reporter: upon insertion full flashback experienced confident it was in situ. Cannula not fully advanced as ¿it felt like there was a blockage and patient could feel a prickling in skin¿ but the needle hadn¿t pierced the patients skin. The nurse decided to remove the cannula and upon inspection the needle had punctured a hole into the side of the cannula. The needle looked in tact and straight the placer and patient were not known to be harmed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nexiva¿ dual port with q-syte IV catheter the needle went through the catheter during introduction. The following information was provided by the initial reporter: upon insertion full flashback experienced confident it was in situ. Cannula not fully advanced as ¿it felt like there was a blockage and patient could feel a prickling in skin¿ but the needle hadn¿t pierced the patients skin. The nurse decided to remove the cannula and upon inspection the needle had punctured a hole into the side of the cannula. The needle looked in tact and straight. The placer and patient were not known to be harmed.